Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 442 mg/dl and 99 mg/dl.no adverse event reported. Return of the suspect device was requested for evaluation.